Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The hcp reported that the distal portion of the catheter was occluded and was replaced. The pump contained dilaudid 30 mg/ml at a daily dose of 1.37 mg. There was no patient injury reported and the patient recovered without sequela.